Event description:
Customer reported being hospitalized due to low blood glucose. Customer stated that she recently changed from humalog to novolog. Customer also stated that she had high blood glucose that were unexplained. Insulin pump programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.